Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel. The physician was concerned with the possibility of the setscrews on the device not being tightened all the way. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray. It was also noted that the rv thresholds were high and the patient stated the implant site was sore. It was unknown if an x-ray occurred, however the physician has opted to continue to monitor the patient. A couple months later the patient was brought in for a revision procedure where the setscrew was noted to be fine. The rv lead and implantable cardioverter defibrillator (ICD) were explanted and no additional adverse patient effects were reported.